Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: quadra s femoral stem size 3 std short neck - ref. (B)(4) / lot 125562 (30 stems produced): all parameters have been found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. The 20 stems belonging to this lot have been already implanted and no similar incidents have been reported up to now. From the data collected, the fracture is highly likely not device related but probably related to a mistake during the surgery procedure.